Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, in addition to the procedure itself, patient factors (female gender, advanced age, small lv, uncoiled aorta) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, post deployment of a 20mm sapien 3 valve, a laceration to the lateral wall of the heart was noted. The laceration was repaired with sutures and pledgets. During the procedure, following balloon aortic valvuloplasty, during valve positioning and alignment, the patient became hypotensive and a systolic pressure of 50 mmhg. The valve and delivery system were pulled back to allow the patient to recover. After several minutes, the native valve was crossed and the sapien 3 valve was aligned and deployed in a final 90:10 aortic/ventricular (a/v) position. No paravalvular leak (pvl) and no central leak were noted on tee and angio. The patient then became hypotensive. The delivery system was removed and the patient's pressure was treated by anesthesia support and chest compressions. Minimum improvement was noted. The patient was prepared for cpb. Tee was repeated and a pericardial effusion was noted. A pericardiocentesis was performed with "copious" return. A sternotomy and direct cpb was performed. A 3-4mm laceration to the lateral wall of the heart was observed during the direct visualization of the heart. The ventricle was decompressed and the laceration was surgically repaired using sutures and pledgets. During the attempt to wean from cpb, extensive bleeding (cell saver being utilized) was noted. Upon further examination, a laceration to the liver was found and repaired. It was then noted that the sutures/pledgets in the left ventricle were bleeding. Additional pledgets, sutures, bioglue and surgical hemostasis patch were applied. The patient was weaned from cpb and remained hemodynamically stable. The sapien 3 valve was reassessed due to the prolonged chest compressions and found to be intact with no pvl or central leak. The esheath was removed and the access site was successfully closed. The patient's chest was wet packed and the patient was transferred in stable condition. The patient's chest was scheduled to be closed on postoperative day (pod) 1. The patient received 12 units of blood during the procedure. The native annulus measured 19mm by CT with a valve area of 299mm2. Severe annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. It was also reported that the patient had a "small but adequate" lv cavity and an uncoiled aorta. It was perceived that the small lv and uncoiled aorta contributed to the laceration of the lateral wall.